Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon the patient experienced dizziness and was subsequently treated with IV steroids on (B)(6) 2017. Following treatment, the patient's symptoms had reportedly resolved.